Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer changed infusion set and an hour later the blood glucose was 33mg/dl. The customer only put 30 units in reservoir because they did not have more insulin at that time. The husband called paramedics; they couldn't get blood glucose reading. Customer ended up in the hospital, treated with glucagon tablets and IV drip. The customer current blood glucose was 190mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No bolus anomaly or basal anomaly noted during testing. The insulin pump was received with had minor scratched display window and cracked reservoir tube lip. The download history file shows: on ( (B)(6) 2016 at 20:11 a rewind was performed, at 20:12 a manual prime of 2.1u was delivered then the basal segment start event occurred. On (B)(6) 2016 total insulin delivered was 35.250u total basal insulin was 17.350u and total bolus insulin was 17.900u. On (B)(6) 2016 total insulin delivered was 28.775u total basal insulin was 17.375u and total bolus insulin was 11.400u. On (B)(6) 2016 total insulin delivered was 31.975u total basal insulin was 17.350u and total bolus insulin was 14.600u. On (B)(6) /2016 the next rewind was on at 12:10. On (B)(6) 2016 total insulin delivered was 35.550u total basal insulin was 17.350u and total bolus insulin was 18.200u. The button event file was overwritten; unable to determine delivery anomaly due to the button event file being overwritten.